Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 3 ml, the stopper was deformed and leakage occurred. The following information was provided by the initial reporter: defect visible to black portion at end of syringe plunger. While drawing up vaccine, vaccine noted to leak around black stopper and down plunger. Writer then noticed malformation in black stopper and syringe not used.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 09-may-2022 h.6. Investigation: one sample and three photos were provided to our quality team for investigation. Through visual inspection severely jammed stopper observed. The syringe was non-conforming per product specification. Potential root cause for the jammed stopper and leakage past stopper defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 3 ml, the stopper was deformed and leakage occurred. The following information was provided by the initial reporter: defect visible to black portion at end of syringe plunger. While drawing up vaccine, vaccine noted to leak around black stopper and down plunger. Writer then noticed malformation in black stopper and syringe not used.